Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they got an infection so the implantable neurostimulator (ins) was taken out and they were treated with antibiot ics. According to the consumer the healthcare provider (hcp) stated it nearly killed them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.